Manufacturer narrative:
On 2-jun-2021, it was found that incorrect surgical intervention date was reported on the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4). On the initial report, the surgical intervention date was reported as (B)(6) 2021. However, the correct surgical intervention date is (B)(6)2021.

Manufacturer narrative:
On 7-oct-2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with two mentor memorygel breast implant prostheses (right catalog #:3505400bc, right serial #: (B)(6), left catalog #: 3505430bc, left serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured, it was received in three pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jun-2021, mentor received additional information regarding the suspected medical device and revision surgery. Left-sided device was found to be ruptured during the revision surgery on (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (right: 375cc, left: 430cc) experienced right-sided grade IV capsular contracture and left-sided cutaneous contour deformity postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor memorygel breast implant ( right catalog #: 3505375bc) on (B)(6) 2021. During the revision surgery, a surgical intervention (fat grafting) was performed on the patient¿s left breast. This report is for the left-sided prosthesis.